Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the recipient experienced pain and oozing was observed from incision location. Oral antibiotics were recommended from recipient's ent clinic. The implanted device remains.